Event description:
A "unspecified" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced "shaking and could not walk" and was unable to self-treat, requiring third-party administration of oral honey for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation was performed. The customer reported unable to start the sensor. An attempt was made to replicate the reported issue using a similar configuration of samsung galaxy s20 fe 5g with android 13 for app version 3.4.2.9593 and iphone 13 mini with ios 17.0.3 for app version 3.5.0.8863. The reported issue was unable to be replicated and the system functioned as intended. No issues were observed with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "unspecified" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced "shaking and could not walk" and was unable to self-treat, requiring third-party administration of oral honey for treatment. There was no report of death or permanent impairment associated with this event.